Manufacturer narrative:
The customer canceled the service call and repaired the system. Further repair information is not available.

Event description:
The customer reported there was a precharge voltage error. This error may prevent the system from booting. No patient injury was reported.